Manufacturer narrative:
The aquabeam scope was returned for investigation. Visual inspection of the scope confirmed that the straight semi-flexible scope section was slightly bent. No image was reproduced during functional testing of the scope. This is an indication of a fiber optic break. The scope was also tested by looking through the eye piece and cracks could be seen through the eyepiece. The reported failure mode of cracked lens was confirmed. The scope distal tip was observed under magnification using the leica stereozoom s9i. The scope distal tip was observed under magnification using the leica stereozoom s9i. Cracks on the lens could be observed while viewing under magnification. A review of the device history record (DHR) for aquabeam robotic system/serial number 20c00180 and the aquabeam scope/ lot number 72001/s0009 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: section 11.2.5: verify the aquabeam scope visualization by viewing the image through the camera source port (the eyepiece). If any defect in the image is observed, check the cleanliness of the optical surfaces (distal and proximal lenses). The lens should appear smooth and shiny. Poor cleanliness of exterior surfaces can cause a foggy or cloudy image. Note: obtain a new aquabeam scope if proper visualization cannot be verified. Section 5.3 precautions: aquabeam scope setup: ensure the aquabeam scope is properly engaged with the camera and light source. Failure to do so may result in user or patient injury. Take precautions during installation, use, and removal of the light source to the scope light source adapter and distal lens as the surfaces may heat up from light source. Ensure the aquabeam scope and aquabeam handpiece have no sharp edges, rough surfaces, or protrusions when assembled together. Inspect for any damage to the device. Failure to do so may result in user or patient injury. Inspect for particulates at the distal end of the aquabeam scope where the lens is located. If particulates are found around the lens, thoroughly wipe them off using a sterile gauze wetted with sterile water or saline. Ensure the scope clamp is properly installed and the sterile field is maintained. Root cause of the reported event is undeterminable as it is unclear how the lens got cracked. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Device evaluation by manufacturer: the aquabeam aquabeam was returned for investigation. Visual inspection of the scope confirmed that the straight semi-flexible scope section was slightly bent. The returned scope was attached to a camera source and placed onto the scope resolution test fixture. No image was reproduced. This is an indication of a fiber optic break. A review of the device history record (DHR) for aquabeam robotic system / serial number: (B)(4) and the aquabeam scope / lot number: 72001/s0009 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, states the following: verify the aquabeam scope visualization by viewing the image through the camera source port (the eyepiece). If any defect in the image is observed, check the cleanliness of the optical surfaces (distal and proximal lenses). The lens should appear smooth and shiny. Poor cleanliness of exterior surfaces can cause a foggy or cloudy image. Note: obtain a new aquabeam scope if proper visualization cannot be verified. Precautions: aquabeam scope setup: ensure the aquabeam scope is properly engaged with the camera and light source. Failure to do so may result in user or patient injury. Take precautions during installation, use, and removal of the light source to the scope light source adapter and distal lens as the surfaces may heat up from light source. Ensure the aquabeam scope and aquabeam handpiece have no sharp edges, rough surfaces, or protrusions when assembled together. Inspect for any damage to the device. Failure to do so may result in user or patient injury. Inspect for particulates at the distal end of the aquabeam scope where the lens is located. If particulates are found around the lens, thoroughly wipe them off using a sterile gauze wetted with sterile water or saline. Ensure the scope clamp is properly installed and the sterile field is maintained. The root cause of the reported event could not be established as it was unclear how the scope was bent. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. No issues were found with the console. How the errors occurred remains undeterminable as no problems were detected during testing.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during procedure set-up the aquabeam scope was determined fiber optic was cracked. The aquabeam scope was replaced, and the procedure was continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.